Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. (B)(4). Investigation is still in progress.

Event description:
Description of event according to journal article "endovascular management of symptomatic gastrointestinal complications associated with retrievable inferior vena cava filters" by genovese et al: as reported to customer relations: "symptomatic gastrointestinal complication; sharp, postprandial, right upper quadrant pain. Two tines abutting, one penetrating the duodenum. Filter unable to be retrieved due to the filter was tilted and the hook of the filter was embedded into the caval wall. Despite attempts to maneuver the hook off the caval wall, such as inflating a 10-mm angioplasty balloon from a femoral vein approach to dislodge the filter hook, and using the loop snare technique, the filter could not be retrieved. He was subsequently hydrated and therapeutically anticoagulated with some improvement of his abdominal pain; the patient has elected to abstain from further procedures at this time. Two-year follow-up: continued mild abdominal pain, nausea with oral intake, therapeutic anticoagulation." Patient outcome: no unintended section of the device remained in the patient's body. Additional procedures required: antibiotics. Attempted endovascular retrieval; multiple maneuvers to retrieve; ivc filter hook was embedded in caval wall. Adverse events reported: symptomatic gastrointestinal complication and sharp, postprandial, right upper quadrant pain.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: no imaging was provided and therefore it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning "sharp, postprandial, right upper quadrant pain. Two tines abutting, one penetrating the duodenum. Filter unable to be retrieved due to the filter was tilted and the hook of the filter was embedded into the caval wall." It is noted that the filter is still in situ, but now "with some improvement of his abdominal pain". Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to journal article "endovascular management of symptomatic gastrointestinal complications associated with retrievable inferior vena cava filters" by genovese et al: as reported to customer relations: "symptomatic gastrointestinal complication; sharp, postprandial, right upper quadrant pain. Two tines abutting, one penetrating the duodenum. Filter unable to be retrieved due to the filter was tilted and the hook of the filter was embedded into the caval wall. Despite attempts to maneuver the hook off the caval wall, such as inflating a 10-mm angioplasty balloon from a femoral vein approach to dislodge the filter hook, and using the loop snare technique, the filter could not be retrieved. He was subsequently hydrated and therapeutically anticoagulated with some improvement of his abdominal pain; the patient has elected to abstain from further procedures at this time. 2 years follow-up: continued mild abdominal pain, nausea with oral intake, therapeutic anticoagulation." Patient outcome: no unintended section of the device remained in the patient's body. Additional procedures required: antibiotics. Attempted endovascular retrieval; multiple maneuvers to retrieve; ivc filter hook was embedded in caval wall. Adverse events reported: symptomatic gastrointestinal complication and sharp, postprandial, right upper quadrant pain.